Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In (B)(6) 2012, a 21mm trifecta valve was implanted. On an unknown date, the patient presented with aortic regurgitation with class ii dyspnea. The patient had a high gradient of 135mmhg with stenosis. A redo avr was planned for (B)(6) 2020, however was delayed and the patient was not hospitalized at the time. On (B)(6) 2020, the patient underwent a redo avr and a new 19mm trifecta valve was successfully implanted. The patient was stable post-operatively.

Manufacturer narrative:
Additional information sections: b5, d10, h3, h6; dyspnea was reported secondary to high gradient, regurgitation and stenosis. All three leaflets were nearly completely immobilized due to circumferential pannus ingrowth on both the inflow and outflow surfaces, and calcifications throughout the tissue of all three leaflets. Tears were noted in all three leaflets. All three leaflets were also fibrotically thickened. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The extent of the damage to the sewing cuff, the host to device reaction (pannus formation), and the explanted valve (21 mm) being larger than the replacement valve (19 mm) are possible evidence of oversizing and interaction with patient anatomy. The calcification further immobilized the leaflets and altered the architecture of the tissue causing the tears, which combined with the ingrowth and immobility of the leaflets, was consistent with the stenosis and regurgitation reported from the field.

Event description:
In (B)(6)2012, a 21mm trifecta valve was implanted. On an unknown date, the patient presented with aortic regurgitation with class ii dyspnea. The patient had a high gradient of 135mmhg with stenosis. A redo avr was planned for (B)(6) 2020, however was delayed due to unspecified reasons and the patient was not hospitalized at the time. On (B)(6) 2020, the patient underwent a redo avr and a new 19mm trifecta valve was successfully implanted. The patient was stable post-operatively.